Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 52 mm tritanium shell. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening involving a primary tritanium hemi cluster hole cup 52mm was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause of the reported loosening determined due to the minimal information received. The event description indicates that the surgeon admittedly reamed out the posterior wall of the acetabulum. This may have contributed to the reported post-op loosening. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
Intraoperatively, the surgeon admittedly reamed out the posterior wall of the acetabulum. He put in several screws in an attempt to gain fixation in the remaining acetabulum. In post-op physical therapy, the patient experienced pain. After obtaining other x-rays, they discovered that the cup and screws pulled out of the acetabulum.

Event description:
It was reported that there was a revision of the acetabular component. The surgeon reamed out the posterior acetabulum during initial procedure. Revised with competitor product and stryker head.